Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump usb port and the charging cable looked ¿burnt and corroded¿. Due to the reported issue, the pump was no longer able to charge. Additionally, a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose due to the reported issues. Reportedly the customer reverted to manual injections for insulin therapy.